Event description:
Ems personnel were monitoring a pt's ECG and reportedly lost visuals on the display when the ambulance's radio was keyed. The display returned when the radio was no longer keyed. The pt's outcome is not known.